Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised as a result of pain, elevated cobalt and chromium levels, and a large pseudotumor due to the failed metal-metal junction corrosion at the cocr modular neck and the titanium stem. Excluding the issues concerning corrosion of the modular neck, the patient's hip replacement was not otherwise in need of a hip revision surgery.